Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture and "patient¿s concern with the product." Device remains implanted.

Manufacturer narrative:
The device related to the reported event rupture and anxiety-product/procedure was received on march 04, 2020 with lot number 209485. Visual analysis of the returned device identified: opening, device appearance (observed 40 mm dark patch edge material inside gel device) and underweight. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening a posterior side assessed as an unidentified (tear) opening.

Event description:
Device has been explanted.